Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found all the bands present in their proper position. A ligator head tooth was bent and the proximal section of the trip wire was wavy. The suture was intact and attached to the trip wire loop; it was completely detached from the ligator head. The trip wire was partially rolled in the handle with evidence that it was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the tracheal bronchus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the band was unable to be deployed. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the tracheal bronchus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the band was unable to be deployed. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.